Event description:
During evaluation of a returned homechoice device, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 at 11:24:39. During night drain cycle one, the patient's ultrafiltration reading was 339ml, indicating the home patient (hp) drained 339ml more than their maximum programmed fill volume of 350ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was a false empty detect at initial drain and the initial drain alarm volume was met. If additional relevant information is obtained, then a follow-up MDR will be submitted.